Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The mdu-5plus was installed into a gold standard system and tested for functionality. The unit meets specifications and the results were recorded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-04075 and 2134265-2017-04074 it was reported that automatic pullback failure occurred. The 75% stenosed target lesion located in moderately tortuous mid left anterior descending (m-lad) artery. An 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled would not auto pullback.. Imaging was possible however it was able to generate long axis image but it could not be moved on the sled. A possibility of mdu5+ sled motor failure. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-04075 and 2134265-2017-04074. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion located in moderately tortuous mid left anterior descending (m-lad) artery. An 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled would not auto pullback.. Imaging was possible however it was able to generate long axis image but it could not be moved on the sled. A possibility of mdu5+ sled motor failure. No patient complications were reported.